Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet after changing eating habits to lower-carbohydrate meals and delaying meal announcements due to prior gastrointestinal surgery, and despite announcing less, the ilet delivered insulin the user perceived as excessive; the device was later reset and the user temporarily reverted to multiple daily injections, with the lowest reported glucose of 39 mg/dl and urgent low alerts received. Symptoms included hypoglycemia with sweating, shaking/tremors, lightheadedness, and fatigue. Outcomes included no lasting health consequences. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.